Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer stated that the reader only powered on with data cable. Reader did not power on with button depression and test strip insertion. However, reader powered on with usb cable insertion. Reader was observed to be getting hot while charging. A further extended investigation was conducted. Visual inspection has been performed on returned reader using digital microscope and no visual anomaly was observed. Data review was not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned cable has passed cable testing. The returned battery voltage was measured and results were not within the specific range. The returned reader was connected to a good known battery and the device was still not able to power on. The reader was connected via usb, and the returned battery was observed to be charged successfully. Reader was also monitored under thermal camera to observe any hotspots while connected to the battery and charging cable. Thermal hotspots were observed on u5 component and the cpu(central processing unit). A voltage was observed on r100, which was connected to the pa9_vbus line when the device was not charging. This indicated that there was damage to the pa9 pin of the cpu. Therefore, it was found that this issue was caused by the customer using a non-abbott provided usb adapter. The reported field event of the reader only turning on when plugged in with charging cable was observed. The use of the incorrect usb adapter may result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed due to incorrect adapter used. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be too hot to hold while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be too hot to hold while charging. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.